Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient experienced abdominal pain and stoma site drainage and did not receive any treatment. On (B)(6) 2017, the home health care nurse reported the patient had mucous drainage at stoma site and a hematoma, which began on (B)(6) 2017. It was reported that the patient was not on antibiotics. On (B)(6) 2017, the patient was seen in emergency room for a temperature of 101.2 f and was started on antibiotic doxycycline 100mg bid for 10 days. At that time, it was reported that the stoma site redness was minimal, tan mucus and dry, and odor had improved since last visit, and stoma site hematoma was "visibly gone." On (B)(6) 2017, the patient reported that he had drainage from the stoma site and the physician believed that there was a possible stoma site infection and prescribed the antibiotic doxycycline. After taking the antibiotic doxycycline, the drainage and redness cleared up.